Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, the sponge in the biopsy cap detached and became stuck in the channel of the scope during procedure. It was reported that water soluble lubricant was applied to the top of the biopsy cap prior to use. The detached piece was successfully removed from the scope using hemostats. The procedure was completed using another rx locking device biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
F10: device problem code 2907 captures the reportable event of sponge detached. H10: an rx biopsy cap was received for analysis. Visual examination found the foam (sponge) had been separated from the rx biopsy cap. The detached foam was noted to be damaged (cut longitudinally). Furthermore, under magnification, marks and irregularities on the surface of the damaged section was observed. These irregularities go in the same direction and are in different levels of the sponge; which suggests that the unit was probably cut with an unknown instrument and that most likely the detachment of the sponge from the internal part of the cap was caused due to this type of manipulation of the product. A labeling review was performed and, from the information available, this device was used in a manner inconsistent per the directions for use (dfu) / product label. The cap returned was found to be cut and no sections within the dfu allows or indicate that the product has to be cut to perform any step during the procedure or to perform its removal. Therefore, the investigation conclusion code of this event is "unintended use error caused or contributed to event" since the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. A review of the device history record (DHR) was performed and no deviations were found and the review confirmed that the accepted device met all manufacturing specifications.

Manufacturer narrative:
(B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, the sponge in the biopsy cap detached and became stuck in the channel of the scope during procedure. It was reported that water soluble lubricant was applied to the top of the biopsy cap prior to use. The detached piece was successfully removed from the scope using hemostats. The procedure was completed using another rx locking device biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.